Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer alleges that the pump does not deliver insulin correctly. Customer experienced high blood glucose levels (between 298 and 447 mg/dl). The customer could only correct her values with pen and her old pump to 76 mg/dl. Pump replaced and requested for investigation. No adverse event reported.